Event description:
Armstrong beveled grommet ventilation ear tube 1.14mm (lot#: 0224901508) was placed in patient when attending surgeon noticed that there was a piece of plastic noted in the lumen of the tube. Per md, this had happened one other time with armstrong ear tube and not reported.